Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that there was no torsional function during a cataract extraction with intraocular lens implant surgery. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer reported that the phaco handpiece had no phaco during surgery. There was no patient harm reported. The phaco handpiece was received and a visual assessment of the returned sample revealed no visual nonconformities. A flow rate test found the handpiece to meet product specifications. The handpiece was then connected to a calibrated infiniti system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. An analysis of phaco handpiece event data showed intermittent tuning failures after a total of 5 tunes. The stroke test found the handpiece to meet product specifications. The phaco handpiece was manufactured on february 16, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece serial number. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).